Manufacturer narrative:
The lens was returned to b+l. Visual inspection found one haptic broken off at the optic. The haptic is lying loose in the gauze. Due to the returned condition, it cannot be determined if the haptic was broken at the time of customer use. Functional testing cannot be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted once investigation is complete.

Event description:
It was reported that a lens was explanted due to dislocation. A back up lens was implanted with no issues. More information has been requested but not received.